Manufacturer narrative:
Concomitant medical products: product ID: w4tr01 crt-p, implanted: (B)(6) 2019; product ID: 439888 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had dislodged one day post implant. The lead was repositioned and remains in use. It was also reported that the cardiac resynchronization therapy pacemaker (crt-p) exhibited premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.